Event description:
It was reported that the patient experienced a syncopal episode during dialysis treatment upon onset of an atrial-ventricular dissociated rhythm. Drop put beats were noted during arrhythmia detection. The episode self-terminated before any therapy could be delivered. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 383069 lead implanted (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.